Manufacturer narrative:
The unit was inspected and tested according to procedure by our field service engineer. He was unable to duplicate the reported problem, however the power cord was found to be released from engagement which could result in the disconnection and loss of power. The power cord was re-attached and secured with a clamp.

Event description:
A report was received from a user facility in (B)(6) indicating that during the procedure, the machine shut down. There was no reported injury or consequences to the patient.